Event description:
Per the field clinical specialist (fcs), during a transapical tmvr procedure for a 29mm sapien 3 valve in a mitral surgical valve, only the distal portion of the balloon was inflating and subsequently the valve shifted off the balloon ventricular during inflation. The sheath, valve, and certitude delivery system were removed and a second system was inserted. The patient was placed on bypass due to excessive blood loss caused by the increased diameter of the 'hole' (access site) made by the partially inflated valve during removal. A second valve was prepped and deployed successfully. The patient was transferred to ICU in stable condition.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was returned to edwards lifesciences for evaluation, and during visual inspection of the valve, the valve was returned in a jar partially expanded at the inflow side with one outflow strut bent. During functional testing, a sample valve was crimped on the delivery system. The valve was able to be inflated with no abnormalities noted and no movement. The following instructions were reviewed: IFU for certitude delivery system, device prepping manual, and procedural training manual. Based on this review, there were no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv moves on balloon was confirmed. The complaint description states, 'only the distal portion of the balloon was inflating and subsequently the valve shifted off the balloon ventricular during inflation.' Per training material, operator is to 'confirm placement of center marker within optimal initial center marker zone, begin initial deployment with a controlled slow inflation.' Procedural factors such as high insertion angle, improper crimping, or improper flushing can contribute to resistance with the delivery system when advancing through the sheath. If high push force was used to advance the delivery system through the sheath, it is possible that the valve moved proximally off the working length during insertion. With forward force applied, it is possible that the valve was rubbed against the sheath wall resulting in the valve moving off the balloon towards the proximal shoulder. Furthermore, during deployment attempt, the valve may have continued to move off the balloon as the distal portion of the valve inflated. Without the return of the all applicable complaint devices or applicable imagery, there is insufficient information to determine a root cause. However, available information suggests that procedural factors (high insertion angle/improper crimping/improper flushing, high push force, valve not positioned in target location prior to deployment) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.